Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his medical professional was very concerned with the effectiveness of the insulin pump. The customer experienced several high blood glucose levels. The customer treated his high blood glucose level with the insulin pump. Customer's blood glucose level was 564 mg/dl. The customer bolused to bring his blood glucose down. The device was not returned.